Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Pvbp was changed to maximum value and sensitivity settings were decreased, but the twos continued. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).